Event description:
Customer reported that pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on attempted troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. Customer was informed to use multiple daily injections as a backup therapy and awaited a replacement pump with updated software. Customer understood the instructions for returning the faulty pump and the procedures for setting up the new one.